Event description:
A customer from (B)(6) reported to biomérieux a misidentification of a peritoneal fluid sample as prevotella oris in association with the vitek® ms instrument. The organism was a gram positive aerobic spore-forming bacilli and prevotella oris is a gram negative anaerobe. The same identification was produced three times. The customer reported there was a delay in receiving results and the incorrect result was not reported. An analysis of the vitek® ms mzml fine tuning files, showed most of the criteria are below the minimal values. The system was last fine-tuned during the v3 update more than 2 months prior, and was scheduled for upcoming verification and fine tuning. It was requested that the customer repeat testing after fine tuning and to test the organism using another identification method for confirmation. An internal biomérieux investigation has been initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: based on fine tuning check acceptance criteria which has been defined by a r&d study looking for system optimal performances and limits, the customer system was operational during the test. A conclusion regarding the misidentification cannot be defined but results obtained by reprocessing the customer data with vitek® ms kb v3.0 and v3.1 gave a single choice to prevotella oris. Prevotella oris seems to be the right identification. As there is a gram staining discrepancy (prevotella oris=gram negative and customer result=gram positive), the identification has to be confirmed with a reference method (sequencing method). It could be another identification specie which is not included in the current knowledge base ( kb). As the return of the strain is not possible, the hypothesis mentioned above could not be verified. The suspected root cause of the issue is either a weakness of the knowledge base: specie not in the kb, or non-optimal spot quality preparation. The recommended actions include: checks the spot preparation with the customer. As a reminder, training videos are now available for the customers to help them to improve their spot preparation technique. Monitor this kind of results at customer level and if it occurs again, keep the strain for investigation.